Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 39 days post-implant, it was reported that the patient expired and the reported cause of expiration was ¿cerebral insult.¿ the pump was not explanted and no autopsy was performed.

Manufacturer narrative:
The patient's weight was not reported. The approximate age of the device is 39 days. The pump was not explanted from the patient; therefore will not be returning to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.